Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced with a competitor's device due to unknown reasons. No additional adverse patient effects were reported.